Event description:
On (B)(6) 2025, an email notification was received from the company`s clinical specialist regarding a potential safety issue with the patient. As per the notification, the patient came to the nuclear imaging department to have bone scintigraphy scheduled for the veriton CT system. While the patient's support stretcher moved towards the nm bore, their finger (number 4, right wrist) was trapped between the stretcher and the catcher roller. There has been no significant deterioration in the patient's health due to the incident.